Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A patient reported they experienced the events of left side ¿leg swelling¿, ¿lumps under her armpit¿, and ¿surgeons found the implants to be ruptured¿. This record is for the left side. Device has been explanted.